Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and failure analysis was performed. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.55" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head broke. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace tip broke inside the patient. The fragment was retrieved, and all fragments were found. There was no additional surgical procedure needed. No post-operative tests were performed. The surgeon believes the issue is due to product quality. The instrument was used for 10 minutes prior to the issue. The surgeon did not notice any issues with instrument functionality prior to the break. There was no instrument collision. Upon final removal of the instrument, there was no resistance through the cannula, no damage to the cannula, and no additional damage to the instrument. The patient has not returned to the hospital related to retaining a foreign object.